Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock tube assembly and the collimator. The system operates as intended.

Event description:
The customer reported the system displayed a generator error and stopped working. No patient injury was reported.